Manufacturer narrative:
H10: an actual device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at port 2 bonding area of container. The reported condition was verified. The cause was not determined; however, a likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name, address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.